Event description:
This event involved a patient 4 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected. The batteries, controller and battery charger were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of conformance material record confirmed that the devices met all requirements for release. Thorough external visual inspection of all the devices revealed no signs of physical damage or contamination. Battery charger passed all functional testing. Functional analysis of the batteries revealed that one (B)(4) of the five returned batteries contained a faulty cell. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.